Event description:
It was reported that the asymptomatic patient presented for follow up in clinic with diagnostic anomaly exhibited by the implantable cardioverter defibrillator. An episode of ventricular tachycardia was mislabeled as supraventricular tachycardia due to morphology score. However, the device was able to delivery therapy appropriately. Programming changes were made to resolve the issue. The patient was in stable condition.